Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer software was missing. The software was reconfigured, reloaded, and updated. It was also noted that the electrocardiogram (ECG) connector was loose. The link electronic module (lem) board and stylus were calibrated and replaced. No other anomalies were found. There was no patient involvement. (B)(4).

Event description:
It was reported that after stopping a software update on the programmer, the auto identify software was missing. The programmer was returned for repair. There was no patient involvement.